Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had dizzy episodes after lead switched to unipolar. A lead warning was triggered. Ventricular high rate episodes and non-physiologic intervals were noted after the polarity switch along with 326 low impedance paces. The lead was explanted and replaced. No patient complications have been reported as a result of this event.